Event description:
The customer reported that sensor was stuck in the inserter. The customer also stated that she put in a new sensor, but it is giving her a weak signal. When she took out the sensor it was badly kinked and it had separated from itself. The customer is receiving sensor errors alerts. Troubleshooting was conducted. The customer's blood glucose level was 134 mg/dl. No further information was reported.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection, found needle bent inside needle hub. Unable to confirm if customer received sensor damaged; due to customer returning it opened and used. The cannula was found bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.